Event description:
During a repeat cesarean section, dr. Was using a 2-0 polysorb gs-24 to close. While closing, the suture broke off the needle without unusual amounts of tugging or force applied to it. The suture was removed from the surgical field and the surgeon requested another suture to replace it. There were no additional complications related to this incident and the procedure was completed without any further problems.